Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, several episodes of auto mode switch episodes were observed on the device. Upon review of the session records, loss of capture in atrial pacing not resulting in capture consistently on the device and the lead. It was recommended to bring the patient to the clinic to re-evaluate the capture threshold issue. Programming changes were made. Patient was stable.